Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the report of the screen did not respond to touch was observed and verified. As a result, the display (9350-000006-01 rev a) was replaced to resolve the issue. Device recertified. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device showed no response to user input on touchscreen. Complainant did not indicate that there was any patient involvement in the reported malfunction.